Event description:
It was reported that during a jawbone osteotomy, a patient had a burn injury on the mouth corner. An antibiotic ointment was prescribed to treat the burn by keeping the area moist. The burn will not need additional treatment and no infection was observed. The procedure was completed successfully without a delay; no medical intervention was reported.

Manufacturer narrative:
Second degree burn. The quality investigation is complete.

Event description:
It was reported that during a jawbone osteotomy, a patient had a burn injury on the mouth corner. An antibiotic ointment was prescribed to treat the burn by keeping the area moist. The burn will not need additional treatment and no infection was observed. The procedure was completed successfully without a delay. No medical intervention was reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.